Manufacturer narrative:
Initial.

Event description:
It was reported that the charger did not deliver power to the ilet despite outlet changes and a successful cross-check showing the charger also failed to charge a phone, indicating a suspected charger malfunction. A replacement charger was arranged for an overnight shipment. Symptoms included no clinical effects. Outcomes included no impact on health status and no medical intervention. Investigation included user-guided troubleshooting and education. Investigation of this case revealed evidence consistent with a nonfunctional external power accessory, with a probable charger hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was component failure of the charger.